Event description:
A malfunction on the pump was reported by the caller, and it caused the customer's blood glucose levels to exceed a high threshold, but the specific value remained unknown. The customer managed the high blood glucose by administering a correction bolus via the pump and manually. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared, acknowledging and understanding the instructions provided.